Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device power button did not work. The cause was identified to be a failing keypad which was replaced to correct the condition. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would not would not affect infusion functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device power button did not work. No additional information is available.